Event description:
It was observed that the videoscope was reprocessed incorrectly due to a water filter not being changed for over a year on a reprocessor that was used to clean the device. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified as the device was not inspected and no issues could be found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.